Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer reported a previous issue with elevated hemoglobin background which was resolved, however, the syringe generated "fail to home" error messages, therefore, the customer replaced the syringe. The customer agreed to return the faulty syringes for investigation and was sent replacement syringes. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.